Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). A carefusion field service representative has been dispatched for evaluation/repair. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Device evaluation: the field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly (pcba) . After replacing the main pcba, the issue was resolved. The fsr performed calibrations, battery test, and the user verification test according to service specifications. No part was returned for evaluation. Due to the part not being returned, no further evaluation can be completed at this time.